Event description:
It was reported that during the stent procedure a dissection was noted just proximal to this new deployed stent. A balloon catheter was inflated several times, but treatment was unsuccessful. An attempt to place an additional stent was also unsuccessful, due to crossing issues in the proximal vessel. The physician concluded additional intervention was unwarranted. Reportedly, no pt injury occurred.